Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00799. It was reported that during the implant procedure patient was not able to move his left leg after the lead was placed. No issues were found in the MRI. Procedure took place as planned. Patient was treated with steroid pack. Later patient reported that the patient is improving.